Manufacturer narrative:
Technician found that the release arm was missing but did not know how this happened. He installed a new release arm and the siderail functioned properly. The bed was found out of service in a storage area and there were no alleged injuries.

Event description:
Technician alleged that the left head siderail could not be latched.